Event description:
It was reported that a spectrum infusion pump alarmed system error 345 (thermistor disparity) in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "system error 345" was not reproduced. A review of the event history log revealed multiple "system error 345" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the upstream thermistor values out of specifications. The ultrasonic sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.